Event description:
Boston scientific received information that a daily pacing impedance measurement on the right atrial (ra) channel was more than 500 ohms greater than the previous seven-day average (1303 ohms versus 600 ohms). The ra pacing impedance measurement returned to a more typical value soon after. All other parameters were normal. There were no adverse patient effects reported.

Manufacturer narrative:
This implantable cardioverter defibrillato (ICD) remains in service. At this time there is no additonal information. Should additional information become available, this report will be updated.